Manufacturer narrative:
On an unreported date in 2016 (reported as "a few days back"), the patient experienced the peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent and abdominal pain. The cause of or the outcome of the event was not reported. On an unreported date, the patient began treatment for the peritonitis with unspecified antibiotics (doses, frequencies and routes not reported). No further information was provided regarding whether the patient was hospitalized for the event or if dianeal therapy was ongoing. No additional information is available.